Manufacturer narrative:
Investigation summary: laboratory analysis was unable to confirm the reported clinical observations of urinary incontinence and atrophy. However, analysis identified a leak that could affect the functionality of the device. The observed fatigue damage was determined the most probable cause of the reported incontinence. DHR review: a DHR and ship history review cannot be performed as the lot number was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually and microscopically inspected, and functionally tested. A pinhole fluid leak was identified at the cuff, consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced a steadily increase of urinary incontinence since 2020 due to an insidious nature with his artificial urinary sphincter (aus) device in service. He had an appointment with his urologist, to perform a flexible cystoscopy and eventual revision surgery to address the incontinence. During the revision, it was noted that there was an atrophy of the bulbous urethra. All components were explanted and replaced. The patient is fully recovered. He went from 2-4 pads per day to 1-2 pads per day.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with artificial urinary sphincter (aus) procedures and are noted as such in the ams 800 instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptoms atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a steadily increase of urinary incontinence since 2020 due to an insidious nature with his artificial urinary sphincter (aus) device in service. He had an appointment with his urologist, to perform a flexible cystoscopy and eventual revision surgery to address the incontinence. During the revision, it was noted that there was an atrophy of the bulbous urethra. All components were explanted and replaced. The patient is fully recovered. He went from 2-4 pads per day to 1-2 pads per day.